Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results, should the device be received for evaluation.

Event description:
Customer reports that tubing came apart between the stopcock toward the distal end and the bottom part of the tubing. The nurses tightened the set, but it still separated while hanging. Customer reports pt "experienced bleeding due to the set coming apart." No pt harm or medical intervention was reported. No further pt/event information was reported.